Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that both the patient's generator and lead were explanted due to the infection. No further relevant information has been received to date.

Event description:
It was reported that the patient developed an infection at the generator site after replacement of her previous generator due to skin erosion and poor wound-healing, as captured in MFR. Report # 1644487-2017-03106. A review of the manufacturing records confirmed sterilization of the suspect generator. No known surgical intervention has occurred to date. No further relevant information has been received to date.